Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a 6cm abdominal aortic aneurysm. At one and three month follow-up, a CT showed a small type ii endoleak adjacent to the left iliac stent graft. Ten months follow-up revealed the aneurysm size had increased from 5.9 cm to 6.3 cm. One month later an arteriorgram revealed a major connection between the posterior branch of the hypogastric artery and one large lumber artery close to the bifurcation of the aorta. Unsuccessful attempts were made at 11 and 12 months post implant to coil embolize the type ii endoleak. It has reported that the patient has not had any further intervention and no clinical sequelae were reported.